Event description:
It was reported to medtronic minimed that the customer received a post-reset ram crc alarm (pump error 23) and had a partial display. The customer requested assistance with pump programming. The customer reported a loss of communication between the transmitter and the pump. The customer received pump error 35 (a broken force sensor was detected during seating or regular delivery). The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-1884, and mmt-7040a. Troubleshooting was performed for the general documentation. Troubleshooting was performed for the pump programming and the customer with the requested programming. Troubleshooting was performed for the loss of communication, and the customer confirmed the transmitter serial number is programmed in the manage devices screen. Troubleshooting was performed for the partial display, and the serialized device will be replaced. Troubleshooting was performed for the pump error alarms, and the customer was unable to successfully clear the alarm. Troubleshooting was performed for the pump error 23, and the customer was able to successfully clear the alarm, and the customer did not receive a request to rewind the pump. No harm requiring medical intervention was reported. No product return is required for mmt-7841zn. The customer was instructed to discontinue device use and revert to the backup plan per the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned. No product return is required for mmt-7040a.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.